Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a necked-down cathode coil near the terminal end, which block passage of a stylet. Laboratory analysis was conclusively determine this was the root cause of the reported helix extension/retraction problems. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported observations of high pacing thresholds or dislodgment. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds approximately a month after it was first implanted. A micro-dislodgment was the suspected cause of the threshold issues. A physician attempted to reposition the lead, but the helix was unable to be exercised. As result, the lea was extracted and replaced with an alternate.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds approximately a month after it was first implanted. A micro-dislodgment was the suspected cause of the threshold issues. A physician attempted to reposition the lead, but the helix was unable to be exercised. As result, the lea was extracted and replaced with an alternate.